Event description:
It was reported the patient was in the hospital for a normal follow-up. The lv threshold was high capture threshold but there was a loss of capture. The patient then experienced a slow vt in which the device correctly identified by recording a vt1 episode. The physician decided to externally defibrillate the patient, which made the patient return to sinus. The patient had another vt episode shortly after that, which the device recorded an egm. The rate had accelerated to fibrillation and the device was undersensing. The patient received another external shock which converted the rhythm to sinus. The vt1 zone was changed to deliver therapy and the maximum sensitivity was reprogrammed from 0.5mv to 0.3mv in the ventricle. The patient will continue to be monitored. The patient condition is stable.

Manufacturer narrative:
(B)(4).